Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was impacted but improved after changing the infusion set site.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.